Event description:
It was reported that during a surgical procedure the drill started warming up. The procedure was completed using this equipment , with no report of a delay. There was no pt or user injury reported, and no other adverse consequences alleged with this event.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. A follow up report will be submitted if the investigation results require.